Manufacturer narrative:
Supplemental submitted to report results of investigation. A stryker territory manager reported that he discussed this event with the head nurse at the account. The nurse reported that the patient was allegedly (B)(6) with a height of 5' and a weight of (B)(6). The nurse stated that the patient was checked/monitored every hour. The patient liked to put their legs on the bottom right side of the mattress. To accommodate for this, the account normally placed the patient on the right side of the mattress and raised the two siderails on that side. However, on the day of this event, the foot siderail was not raised, allowing the patient to slip out of the bed and have their thorax caught between the head right siderail and the side of the mattress. The nurse reported that they have since moved the patient to a different bed/mattress combo (at the time of the event, the stryker bed was being used with a non-stryker mattress). It was also confirmed that no medication was given to this patient as a result of this alleged event. No product malfunction or defect was alleged

Event description:
It was reported that the "the thorax of the patient was found stuck between the top of the rail and the mattress." The patient reportedly had trouble breathing, with a 78% saturation, and alleged some rib pain.

Event description:
It was reported that the "the thorax of the patient was found stuck between the top of the rail and the mattress." The patient reportedly had trouble breathing, with a 78% saturation, and alleged some rib pain.